Manufacturer narrative:
(B)(4) date sent: 2/23/2026 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech45s, with lot/batch number m9au97, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure of the kidney, it was observed that the stapler failed halfway through firing and unable to complete the firing sequence. It appeared that the blade and driver were both stopped; and the stapler became stuck on tissue and would not return knife to home position. Surgeon used the manual override to ratchet the blade back to home position so that the stapler could be opened and then removed from the patient. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2026. D4: batch #m9a29j. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the anvil bent upwards and with a gst45w reload loaded on the device. The reload was received partially fired 2/3 with severe damage on reload deck and with the reload pan partially dislodged from the left proximal side. Upon evaluation of the reload, the one-piece sled and some drivers were noted to be damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due to the condition of the device. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number m9a29j, and no non-conformances were identified.